Event description:
The device delivered an inappropriate shock due to chatter from the dislodged lv lead, resulting from twiddler syndrome. The device was unable to be interrogated. Device was explanted.